Event description:
Additional information received reported there were no hospitalizations were related to this event. Etiology was the lead being very tight sitting upright, mild fluctuance at inferior edge.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v011938, implanted: (B)(6) 2007, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v011938, implanted: (B)(6) 2007, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the lead was very tight, sitting upright and there was a mild fluctuance at inferior edge. Signs and symptoms included the area where the battery was in the chest was very loose. No diagnostic test performed and no actions were taken. The event was ongoing.